Event description:
Allegedly revised due to maximum expansion and broken prosthesis.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no device failure. Visual examined. Complaint reviewed and analysis showed no trend for (B)(4) lot no: 126390301. Device history reviewed.